Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited a great deal of noise on the screen and occasionally displays a message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h8, h9, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. During the device evaluation, the following reportable malfunction was identified: deterioration of the cable unit. Based on the investigation results, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.